Manufacturer narrative:
Describe event or problem: the end user reported that the traction unit tore apart while the patient was in traction, causing cable to snap back into patients face. Deroyal: the reported device is not available for evaluation. The investigation is in process and the root cause has not been determined at this current time.

Event description:
The end user reported that the traction unit tore apart while the patient was in traction, causing cable to snap back into patient's face.